Event description:
Storz power led 300, tl 300 light source being used with 5mm laparoscope & light cord to perform 'scope' surgery of pelvis. Towards the end of the case, the light source unexpectantly became disconnected and burned a hole through the drapes. This resulted in ~5mm diameter burn to patient¿s left chest. Manufacturer response for storz light source and cable, (brand not provided) (per site reporter): we have made the manufacturer aware of the increase in light source events over the last several months. The on-site vendor representative has stated there have been no design changes to the storz product.